Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: glidescope cobalt video monitor, catalog: 0231-0003, (B)(4). This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope cobalt video baton 3-4, the device shorted out when the cable was flexed a certain way. A delay in the procedure of unknown duration occurred as an unspecified back-up device was obtained. No harm to patient or user was reported.